Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was alleged that there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 03/27/2017-device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2017 with the following findings: a review of the pump alarm history indicated frequent low battery warnings. During a visual inspection of the pump, the battery compartment was observed to be cracked. A leak test was performed and showed a leak at battery compartment. During testing, the pump electrical current draws were found to be high. The pump case was removed and evidence of moisture damage was found on the printed circuit board. The complaint of short battery life was found to be due to moisture damage. (B)(4).